Event description:
It was reported that during a ureteroscopy procedure, the laser fiber split in two inside the ureteroscope, and one part of this fiber was ejected from the dmc while the laser remained switched on. The surgeon stopped the laser, and the second part of the fiber was retrieved by the surgeon and removed from the patient. Reportedly, there were two devices affected, and there were no consequences. The procedure outcome was not provided. This report is for the first fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on review of all information available and analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, the laser fiber split in two inside the ureteroscope, and one part of this fiber was ejected from the dmc while the laser remained switched on. The surgeon stopped the laser, and the second part of the fiber was retrieved by the surgeon and removed from the patient. Reportedly, there were two devices affected, and there were no consequences. The procedure outcome was not provided. This report is for the second fiber.